Event description:
The pt's device was explanted in 2008, due to infection. No reimplantation plans were provided.

Manufacturer narrative:
This is a final report, filed on june 27, 2008. This type of event is addressed in the device labeling.